Manufacturer narrative:
The manufacturer has not yet received the device for review. Where lot numbers were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reporting that the surgeon was implanting an avenir stem, but he did not like the version. An extractor with sliding hammer was opened, but would not thread into the stem. After 5 minutes of trying he used an orthovise to remove the stem. After the case, the extractor was checked to find out the threads were stripped.